Manufacturer narrative:
Additional information received: multiple calls were made to doctor, and the following information was provided: the used packaging has been discarded, the batch number cannot be found; the broken part has been removed from the patient's root canal; the involved product has not been retained and has been discarded; there are no records of the sterilizations times before the break. This is a follow up report for this additional information. Investigation results: no product and no lot# available. No investigation or DHR review can be done. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a unk maillefer file broke during use. Reportedly, no injury. The outcome of this event is unknown as of this MDR. Received information that this product was a bur. Requested additional information.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.